Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Date explanted - remains implanted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, "early or late postoperative infection and allergic reaction." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-05137 / 05138).

Event description:
It was reported that patient underwent an initial total hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure has been indicated due to cobalt and chrome sensitivities; however, no revision has occurred at this time. No further information has been provided.